Manufacturer narrative:
(B)(4). Batch # = k91f54. The analysis results of the el5ml device found that it was received in good visual condition. Upon evaluation the trigger was difficult to cycle; the instrument was tested for functionality. During the analysis, the device was cycled and it partially fed 2 clips resulting in two malformed clips; the partial fed was caused by the excessive dried body fluids; after the dried body fluid were cleared, the device fed and formed 6 conforming clips. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw, which have caused the clip malformation condition found. The issue found (malformed clip) on the device is not related with the reported it dropping or ejecting clip issue. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the clip was not fed into the jaws at the 2nd firing on the blood vessel. After that, two clips came out at a time and fell off the jaws at the 3rd firing. The fallen two clips were retrieved from the patient via a trocar. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.